Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss cv had leakage. The following information was provided by the initial reporter: material#: 2420-0007, batch#: unknown. It was reported by customer that "chemo leakage." Chemo leakage no harm in patient - 3 events unk date of events. This pir captures 3 events. Material#: 2420-0007, lot#: unknown. No samples. Batch is unk they do not know.

Event description:
No additional information provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.